Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up high pacing thresholds and loss of capture was noted on this right ventricular (rv) lead. The patients anti tachycardia therapy was deactivated and the device pacing outputs were programmed to max outputs. The patient will likely be seen for an rv lead revision. No adverse patient effects were reported.